Manufacturer narrative:
As reported in a research article, endo-bentall repair: early results and feasibility of a physician-constructed endo-bentall device. Information from the field indicated that a 27 mm navitor device was implanted for an endo-bentall procedure. By postoperative day 24, the patient developed complete heart block and required permanent pacemaker placement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported prolonged hospitalization and surgical intervention were result of case specific circumstance as permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: endo-bentall repair: early results and feasibility of a physician-constructed endo-bentall device. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "endo-bentall repair: early results and feasibility of a physician-constructed endo-bentall device", was reviewed. The article presented a case study of a 58-year-old female patient with a history of hypertension, diabetes, previous stroke, chronic kidney disease, dialysis, and malperfusion. On an unknown date, a 27mm navitor was chosen for an endovascular bentall (endo-bentall) procedure. The device was implanted. On postoperative day 24, the patient developed complete heart block. A permanent pacemaker was implanted. [The primary and corresponding author was mehrdad ghoreishi, division of cardiac surgery, miami heart vascular institution, 8950 north kendall dr, suite 600w, miami, fl 33176, with corresponding e-mail: mehrdad.ghoreishi@gmail.com.].